Event description:
Disposable tip of stryker, straight tip, universal, for use with sonopet handpiece, split and started to melt during the case. The damaged tip was removed and replaced. Diagnosis or reason for use: craniotomy for tumor resection.